Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure had previously been performed and a watchman flx pro closure device was implanted. 18 days post index procedure, the patient presented to the emergency department with paralysis of the lower extremities. Computed tomography (CT) imaging demonstrated migration of the closure device into the descending aorta. The patient was taken to the cardiac catheterization laboratory, where the closure device was removed percutaneously. The patient remained hospitalized and two (2) days later subsequently died. The official cause of death remains unknown.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was retained by the customer; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037610700. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include device embolization (paralysis) (hospitalization, imaging and additional device required) and death. Risk review: a risk review was completed and confirmed that the events of embolization (paralysis) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure had previously been performed and a watchman flx pro closure device was implanted. 18 days post index procedure, the patient presented to the emergency department with paralysis of the lower extremities. Computed tomography (CT) imaging demonstrated migration of the closure device into the descending aorta. The patient was taken to the cardiac catheterization laboratory, where the closure device was removed percutaneously. The patient remained hospitalized and two (2) days later subsequently died. The official cause of death remains unknown.

Manufacturer narrative:
B5: information added. H6 patient codes added: unspecified heart problem and thrombosis/thrombus.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure had previously been performed and a watchman flx pro closure device was implanted. 18 days post index procedure, the patient presented to the emergency department with paralysis of the lower extremities. Computed tomography (CT) imaging demonstrated migration of the closure device into the descending aorta. The patient was taken to the cardiac catheterization laboratory, where the closure device was removed percutaneously. The patient remained hospitalized and two (2) days later subsequently died. The official cause of death remains unknown. It was further reported the patient had also experienced a device related thrombus and the death was classified as sudden cardiac death.